Manufacturer narrative:
The investigation of positioning issues and product damage (guidewire kink) has been completed. The impella device was returned for evaluation. Positioning issues: clinical details state that when impella cp went in over 2nd bent 0.018 wire, and wire was removed, cp jumped back into aorta and md said it was related to the wire. Ultimately, the physician decided to remove cp and re-insert over 0.018¿ steelcore. Data logs are not applicable. The 2nd guidewire was not returned. The cause of the positioning issues was not determined since insufficient clinical details were provided. Product damage (guidewire kink): clinical details state that the 0.018" wire in the second cp kit was also bent, but they proceeded anyways. The 2nd guidewire was returned and evaluated. The guidewire appeared bent at the tip and the coil appeared to be damaged. The cause of the product damage (guidewire kink) was not determined since clinical details noted an out-of-box bend in the 0.018" wire but the returned guidewire could not be assessed in an out-of-box state since it had been inserted into the patient. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella cp was being prepped for implantation. The first .018 wire was removed from packaging and found to be bent at the tip. The team took another .018 wire from another cp box and it too was bent. The bent wire was used anyway and may have contributed to the pump coming out of position from the left ventricle and back to the aorta. Due to the malpositioned pump, the wire was again replaced with a steelcore .018. The patient was successfully weaned from the pump and survived.